Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had dripping issues after the photoselective vaporization of the prostate procedure. The patient has also been instructed by the physician to use a probe once a week; however, the issue persists.